Event description:
According to the customer, a clinician noticed "the needle in the hub was bent" during a blood draw. The customer said a "new needle" was used to complete the blood draw.

Manufacturer narrative:
According to the customer, a clinician noticed "the needle in the hub was bent" during a blood draw. The customer said a "new needle" was used to complete the blood draw. The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.